Manufacturer narrative:
(B)(4). Device evaluation: a review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device confirmed the reported device issue. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that during device unpackaging and prior to use, the 3.5 mm x 33 mm xience prime stent delivery system (sds) protective stent sheath was being removed and the stent dislodged from the delivery system with the sheath. There was no patient involvement. The device was not used. A second 3.5 mm x 38 mm xience prime sds was used in the procedure without incident. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.